Event description:
Customer reported the insulin pump alarmed button error and was unable to clear the alarm. Customer blood glucose was 173 mg/dl. Troubleshooting for keypad anomaly and button error was conducted. Customer does not recall any significant event that may have caused the keypad issue or the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.